Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device delivered five shocks. Three days later an error code was noted. Boston scientific technical services (ts) indicated that this error code can be triggered when the device detects an open circuit condition when delivering a shock. It was indicated further investigation would be performed. During the follow-up, it was noted that all therapy and measurements were appropriate. The patient was hospitalized and scheduled for a revision procedure. Ts indicated the replacement was up to the physician's discretion but that the lead diagnostics during the high voltage shock are trustworthy. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory noted that the error code occurred. Further review noted that a manual shock lead impedance test noted 94 ohms. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.